Event description:
A report was receiving that a patient developed an infection at the incision site following a trial procedure. The patient's lead extensions were explanted and the patient was prescribed antibiotics. The patient will be implanted permanently once the infection has cleared.